Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-07113. It was reported the patient experienced a change in stimulation after falling. High impedance was found on all contacts. X-rays were taken and unspecified changes were noted. Lead fracture was suspected. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.